Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed for provided material number 30654778 and lot number 0294248. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a 10ml syringe with the plunger rod - rubber stopper at the 3.5ml scale mark. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed and an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syr 10ml pump compatible saline 10ml fil only flushed to "9 cc" before the plunger would not depress further. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: these saline¿s are intermittently ¿malfunctioning¿. They will flush in about 9 cc then they will not flush any more, like there is a blockage, within the syringe.